Event description:
It was reported that while in the cath lab the intra aortic balloon (iab) was inserted via the super arrow flex sheath into the left femoral artery, and into the aorta. Under fluoroscopy the staff could see that the membrane was not inflating by intra-aortic balloon pump (iabp) balloon pressure waveform. As a result, the iab and sheath were removed as one unit and another iab was inserted. Additional information received on 07/10/2009 stated that the iab was prepped per instruction. The second iab inserted was the iab-05840-u, and was inserted into the right femoral artery. "The patients' vessel of connection part between femoral artery and aorta was rather tortuous."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.